Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: a visual examination of the returned device found that there was blood and contrast in the guidewire lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. There were two stent struts stretched and bent in the first proximal stent strut row. There was distal tip damage. Magnified inspection presented no evidence of any product quality deficiencies contributing to the confirmed stent and tip damage. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Same case as MFR report #: 2134265-2012-06229. It was reported that during a preparation for stenting treatment procedure, stent damage was noted. The 95% stenosed target lesion was located in a moderately calcified and mildly tortuous mid right coronary artery (rca). While preparing the 3.0mmx 20mm promus element plus stent delivery system, it was noted that the proximal section of the strut was lifted. The device was not used. A non-bsc guide wire was placed. The 3.0mmx 28mm promus element plus stent delivery system was advanced into the patient, but was unable to cross the lesion. During withdrawal, the stent delivery system and the guide wire became stuck together. The stent delivery system and the guide wire were removed from the patient together as one unit. The procedure was completed with another promus element plus. No patient complications were reported and the patient was discharged